Event description:
It was reported that during testing conducted at the user facility, the device ran without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The technician noted that the device had a damaged o-ring, and it was causing unintended activation. Based on a review of the device repair history and device IFU, the observed mechanical damage is likely due to the age of the device, cleaning methods at the account, and/or a physical shock.

Event description:
It was reported that during testing conducted at the user facility, the device ran without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.